Event description:
It was reported that upon review of saved electrocardiograms, undersensing of intrinsic events were observed on the right ventricular lead. It was noted that the leads sensitivity values were programmed to a high setting due to a history of noise; noise was also observed. The device was reprogrammed and the patient would be monitored.